Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, within a surgical valve, on the se cond deployment attempt, the valve was deployed to 80% and the transcatheter valve frame was noted to be bent at the waist. The valve was completely deployed. Following release, the transcatheter valve dislodged supra-annular resulting in moderate paravalvular leak (pvl). Stable hemodynamics were noted. One day after the implant procedure, the surgical and transcatheter valves were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was returned via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact. All leaflets were in the closed position. A bent strut was noted on the back of commissure 2-3. Commissures 3-1 and commissure 1-2 were intact. Visual inspection revealed multiple bent struts on the frame. The observed kinks occurred in the struts between cell pairs c16, c15; c15, c22; c22, c21; c13, c20; c23, c22; c23, c30; c30, c29; c38, c29; c40, c31 and c32. Conclusion: the event description states this was an implant of an evolut transcatheter aortic valve (tav) within a surgical valve. No notes were provided which stated the type of surgical valve that had been previously implanted. Video files provided for review do confirm one recapture attempt and then a second deployment to 80%. With the valve deployed to 80%, video files were provided in both a cusp overlap view (rao 28° caudal 41°) for depth assessment at the non coronary cusp and in a lao view (lao 27° caudal 10°) to assess depth at the left coronary cusp. In the lao view (lao 27° caudal 10°), the bend in the tav frame at the waist level can be seen. The valve was then released. As the delivery catheter system was being retracted into the descending aorta, fraying/buckling of the capsule flare portion of the delivery catheter system can be seen. Subsequent fluoroscopy images with a pigtail catheter placed in the outflow of the tav confirm that the tav had moved some in the aortic direction with the inflow of the tav now positioned just slightly above the annular plane, resulting in moderate paravalvular leak. No hemodynamic data was provided to confirm the stable hemodynamics noted in the event description. The analysis of the retuned valve confirmed that the valve was bent at the waist after the second deployment attempt. The valve exhibited multiple bent struts on the frame. Per the event description, this damage occurred after the valve had been recaptured one time and on the second deployment attempt. The observed paravalvular leak (pvl) was likely attributed to the valve dislodging from the intended location. However, based on the available information (procedural imaging), the cause for the valve dislodging was most likely due to the bend in the frame which may have prevented the valve from being fully expanded / seated in the annulus. The cause for the bend in the frame is unable to be conclusively determined with the available information, as no fluoroscopy images were returned of the loaded valve to determine if there was a misload that occurred prior to the valve being deployed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Updated: d9, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.